Event description:
Philips received a complaint by the customer on the v60 indicating that the caster on the stand broke, leaving the threaded part in the base. The wheel came out, which did not allow user to screw the wheel back in. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the caster on the stand broke, leaving the threaded part in the base. The wheel came out, which did not allow user to screw the wheel back in. The remote service engineer (rse) created an onsite work order (wo), and an authorized service provider (asp) was dispatched to evaluate and repair the device. Upon arrival, the asp replaced the base assembly due to damage and verified that the issue was resolved. The device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.